Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery) has been confirmed. As received, the battery charger would not charge a battery. Upon evaluation, there was liquid contamination on the battery board and the current controlling transistor q1 was thermally damaged and the u13 cmos flash microcontroller was internally shorted on the charger bedside board. The cause for the failure was isolated to a contaminated battery board and thermally damaged/internally shorted components. The root cause for the contamination was due to ingress of an unk liquid. The root cause of the internally shorted/thermally damaged components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.